Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported 1 needle was detached from the hub completely. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the epoxy that secures the needle to the needle hub covers around 90% of the needle diameter. No other defects or imperfections were observed. This defect could occur if there was a misfeeding at the cannulator inducing the symptom reported. A device history record review was completed for provided material number 305197, lot 3282686. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. 1. Kindly provide the date of event: 2024-04-01. 2. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Yes, sample is available and address as below: (B)(6). 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Material: 305197, batch#: 3282686. It was reported by the customer that ¿while mixing in the clean room , we found 1 bd needle 16gx1 precision glide ref#(B)(4) lot # 3282686 detached from the hub completely.¿ verbatim: rcc received a complaint via email. Email(s) attached. We have received product complaint regarding the item# (B)(4). Item description: needle bd hypo 16gx1in sterile lot # 3282686. Sample: available for pick up (quantity: (B)(4)). Complaint: ¿while mixing in the clean room , we found 1 bd needle 16gx1 precision glide ref#(B)(4) lot # 3282686 detached from the hub completely.¿ please let me know if you need more information and advise for credit/replacement.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305197; batch#: 3282686. It was reported by the customer that ¿while mixing in the clean room , we found 1 bd needle 16gx1 precision glide ref# (B)(4) lot # 3282686 detached from the hub completely.¿ verbatim: rcc received a complaint via email. Email(s) attached. We have received product complaint regarding the item# 305197. Item description: needle bd hypo 16gx1in sterile lot # 3282686. Sample: available for pick up (quantity: 1). Complaint: ¿while mixing in the clean room , we found 1 bd needle 16gx1 precision glide ref# (B)(4) lot # 3282686 detached from the hub completely.¿ please let me know if you need more information and advise for credit/replacement.